Manufacturer narrative:
The reported information and the device log file provided the basis for the investigation. During the log file analysis, no malfunction could be found and the reported ventilation stop could not be confirmed. It can be seen that the user switched between standby and ventilation mode eight times during 11:12 and 11:29 a.m which corresponds to the reported time of event. Switching to stand-by mode is only possible by pressing the stand-by button and confirming the action with the rotary knob. The carina is equipped with appropriate safety mechanisms that make it impossible to switch the device to standby unintendedly. No device failure could be found.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the customer was having issues ventilating the patient - the ventilator stopped venting the patient. No patient injury reported.